Event description:
Reportedly, the mesh tape was placed, however it would not adhere to the tissues. When the patient was asked to cough, it came off/out. Another ivs device was placed without any problem. No patient injury reported.